Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain after menstruation/pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: denies any problems after the procedure. Concurrent conditions included irregular menstrual cycle, varicose vein, abdominal pain and gastroesophageal reflux disease. Family history included varicose veins (grandmother, mother, sisters). Concomitant products included etonogestrel. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neck pain ("neck pain"), fatigue ("fatigue/fatigue"), insomnia ("loss of sleep/other injury or complication (describe: insomnia)"), abdominal pain lower ("lower abdominal pain"), headache ("headaches/migraines / headaches"), back pain ("back pain/back pain"), frustration tolerance decreased ("hormonal changes (describe: frustrated, angry)"), anger ("hormonal changes (describe: frustrated, angry)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (condition: depression)"), urinary tract infection ("bladder or urinary problems or changes, uti, issue when urinating acid like symptoms"), micturition disorder ("bladder or urinary problems or changes, uti, issue when urinating acid like symptoms"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). At the time of the report, the pelvic pain, genital haemorrhage, neck pain, fatigue, insomnia, abdominal pain lower, headache, back pain, frustration tolerance decreased, anger, female sexual dysfunction, depression, urinary tract infection, micturition disorder, migraine, dysmenorrhoea and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, anger, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, insomnia, micturition disorder, migraine, neck pain, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff has sought medical attention for her symptoms and was currently investigating her options for removal of the essure device. She is currently planning for essure removal, anticipated or scheduled date: (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, headache, insomnia, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: events per pfs: hormonal changes (describe: frustrated, angry); abnormal bleeding (general); apareunia (inability to have sexual intercourse); psychological or psychiatric problems (condition: depression); bladder or urinary problems or changes; migraines / headaches; dysmenorrhea (cramping); pain; fatigue; other injury or complication (describe: insomnia); hair loss, patient did not undergo essure confirmation test were added. Outcome of event updated. On (B)(6) 2018: medical record received, reporter added, patient historical and concomitant condition added, family history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain after menstruation/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: denies any problems after the procedure. Previously administered products included for an unreported indication: levora. Concurrent conditions included irregular menstrual cycle, varicose vein, abdominal pain and gastroesophageal reflux disease. Family history included varicose veins (grandmother, mother, sisters). Concomitant products included etonogestrel, ibuprofen and nortriptyline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neck pain ("neck pain"), fatigue ("fatigue/fatigue"), insomnia ("loss of sleep/other injury or complication (describe: insomnia)"), abdominal pain lower ("lower abdominal pain"), headache ("headaches/migraines / headaches"), back pain ("back pain/back pain"), frustration tolerance decreased ("hormonal changes (describe: frustrated, angry)"), anger ("hormonal changes (describe: frustrated, angry)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (condition: depression)"), urinary tract infection ("bladder or urinary problems or changes, uti, issue when urinating acid like symptoms"), micturition disorder ("bladder or urinary problems or changes, uti, issue when urinating acid like symptoms"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). At the time of the report, the pelvic pain, genital haemorrhage, neck pain, fatigue, insomnia, abdominal pain lower, headache, back pain, frustration tolerance decreased, anger, female sexual dysfunction, depression, urinary tract infection, micturition disorder, migraine, dysmenorrhoea and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, anger, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, insomnia, micturition disorder, migraine, neck pain, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff has sought medical attention for her symptoms and was currently investigating her options for removal of the essure device. She is currently planning for essure removal, anticipated or scheduled date: jun-2018. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, headache, insomnia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.